Event description:
The customer stated that her blood glucose readings had been lower than usual. While troubleshooting, she performed control tests and received a result of "lo". The normal control range was not provided, but it should be around 76-109 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and the customer was sent a new contour meter kit.